Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege, pt suffered symptoms and damage to her body including but not limited to severe pain and discomfort in her thigh, groin and hip-joint, swelling and soreness, a clicking, popping and grinding sensation in her hip when she walks or otherwise moves, two hip-dislocations, metallosis damaging the bone and tissue surrounding the implant, a lack of mobility, and chromium and cobalt metal toxicity.